Event description:
911 dispatch for pt with chest pain. Paramedic sat monitor down on the floor, turned monitor on, no power. Battery loose, reinserted battery, power back on. The next day same problem with same outcome.